Event description:
It was reported that a merlin.net transmission revealed noise and an increase in impedance on the right ventricular lead. The lead was explanted and replaced and the patient was in good condition. Following the procedure noise continued to be observed on the device, and the device was explanted and replaced in a later procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.